Manufacturer narrative:
An event of explant of valve and valve noted to be calcified upon explant was reported. A more comprehensive assessment, including histopathological examination of the valve tissue could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that an unknown sjm trifecta valve was successfully implanted in a patient in 2018 on an unknown day. On (B)(6) 2023, it was reported that the device was explanted and a non-abbott device implanted as a replacement. Upon explant, it was observed that the device was calcified. Patient stable and recovering, no additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.